Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse found the gravity drain sump not emptying. The fse replaced and tested the float switch assembly. The fse filled the canister about 2/3 full to see if switch and valve were working. Leak issue was resolved. Bec identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from their unicel dxc 600 pro synchron clinical system onto the floor. No effect to patient or user was reported in connection with this event.